Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the ventilator was in use on a pt, the respiratory rate rose to 60 breaths per minute without user interaction. The internal leakage test failed during the subsequent pre-use check. (B)(4).